Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. H6: proposed component (annex g) code is mechanical (g04), provisional bottom. Complaint sample was evaluated. And the reported event was confirmed. Visual evaluation of the returned device shows signs of repeated use and the post feature has fractured off & anterior section of post, also fractured off. Device history record (DHR) was reviewed. And no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found, which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device fractured. No more information is available.